Event description:
Consumer reports that the product broke down the surface of her eye and let bacteria in which then caused a corneal ulcer. Details regarding size, location and treatment of the corneal ulcer were not provided. To date, there has been no medical verification of this event.